Manufacturer narrative:
The cuff component was visually inspected, microscopically examined, and tested for leaks. A pinhole fluid leak was identified proximal to the cuff edge. The damage is consistent with wear at a corner of a fold in the cuff . Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis identified a product malfunction. This damage would affect the functionality of the device and would therefore be the most probable cause for the device to malfunction. No product malfunction was identified with the balloon and pump components.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted.